Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further identify the material clogged in the air/water channel. The event was presumed to have been due to reprocessing that could not be conducted properly, which was further due to a leakage from the biopsy channel. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had insufflation and an angulation problem. There were no reports of patient harm. During evaluation of the returned device, it was found that there was a dark rubbery material clogging the nozzle and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of insufflation and an angulation problem was confirmed. Device evaluation found a dark rubbery material which seemed to not be from the device itself and that could not be removed was clogging the nozzle. It would likely have been clogged during the cleaning and disinfection process. This was found during incoming inspection and without detrimental deformation of the nozzle. The additional evaluation findings are as follows: bending section cover glue discolored, light guide lens chipped, biopsy channel perforated, charge coupled device pixel error: white dot, bending angulations out of standard values, and insertion tube buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.